Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/18/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced the vaginal and bladder extrusion. The patient underwent excision and revision surgery. Additional information has been requested.